Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was using the tandem charging cable and wall adaptor when the alert occurred and tried plugging the charging cable into the wall adapter. This resolved the issue, and the pump began charging without further assistance needed.